Event description:
It was reported that a patient's cardiac resynchronization therapy - defibrillator (crt-d) device had reached the elective replacement indicator (eri) earlier than expected by the customer and was explanted and replaced. It was also reported that the associated left ventricular (lv) lead was exhibiting high threshold and was capped and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419388 implantable pacing lead (B)(6) 2008, 407645 implantable pacing lead (B)(6) 2006, 694765 implantable tachy lead (B)(6) 2008. (B)(4).